Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the ra lead was explanted due to high pacing threshold. No additional adverse patient effects were reported.